Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that an asymptomatic patient presented in the operating room for a routine device changeout, the pulse generator exhibited backup vvi mode. The device was explanted and replaced.